Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing a co2 rebreathing risk error code when turned on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) went over the customer circuit setup and confirmed that the setup was correct. The rse advised the customer that the manufacturers recommendation for the co2 rebreathing risk was to replace the flow sensor assembly (fsa). The customer requested the part information for the flow sensor assembly, which was provided, and also requested the part information for the data acquisition (da) printed circuit board assembly (pcba), which was also provided. This investigation is ongoing.